Event description:
During the second (out of 3) zoom chair side whitening cycles the dentist had to stop because the patient had tooth sensitivity. The patient was prescribed 800mg ibuprofen.

Manufacturer narrative:
Reviewed the DHR for the zoom whitening system. The lamp used in the procedure was within the manufacturing specifications upon shipment to the customer. The retain sample of the chair side gel used in the procedure (and goes directly on the teeth) was within all manufacturing specifications.